Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 23.5 mmol/l at the time of incident. Customer treated with manual injection. Troubleshooting was performed. The customer was advised that the pump had need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The product will be returned for analysis. Frn reservoir, unomedical inf. Set.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted during test. Insulin pump received with cracked case display window corner and cracked lcd window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.